Event description:
It was reported to philips that the device was not working. The device was not in use on a patient.

Manufacturer narrative:
When the field service engineer (fse) went to the site to evaluate the case, he discovered the device related to the service order (so) was in good working order, and that an error had been made when calling philips and the wrong device information was provided. There was never any allegation of a malfunction against this device, just an error on the transmission of information for another device. The actual device that was at fault with a similar description was opened on the same day and being investigated under (B)(4).

Event description:
It was reported to philips that the device was not powering on. There was no reported patient or user involvement and no adverse patient/user impact.